Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk.

Event description:
It was reported that during an unknown procedure, while the doctor try to use the device in uterus, the blade suddenly break down just only after few firing. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. It is unknown if the device will be returned.

Manufacturer narrative:
(B)(4). The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device.it is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch record was reviewed and no anomalies were noted during the packaging process.